Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received on 24-jun-2010, from a nurse and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B) (4). This case involves a female patient who initiated poly-l-lactic acid (sculptra) therapy on an unknown date. No treatment details were mentioned. On an unknown date, the patient developed nodules on her jaw line, two years following her poly-l-lactic acid treatment. Relevant medical history and concomitant medication information were not mentioned. Corrective treatment/outcome- unknown. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4). Reporter causality assessment: not provided.

Manufacturer narrative:
On 28-jun-10, device qc performed.